Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (no power) issue evidenced by a blank display screen with no functioning audio tone or vibration. The reporter denied damage to the pump or battery cap and denied moisture ingress. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 15-oct-2018 with the following findings: there were call service alarms in the pump's history. No damage was found to the battery compartment or cap. The battery cap attached securely to the pump and was able to power it on. The pump was exercised with no power issues being duplicated.